Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a polyflux 140h dialyzer, an external dialysate leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device and a picture was received for evaluation. Visual inspection with the naked eye showed that the product was wet and the black marked area on the header cap as in the photo was visible. A leak test of the dialysate side was performed and a leak was observed. The cause was a crack in the welding seam. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.